Event description:
It was reported that intermittent occlusion alarms occurred. Multiple attempts were made by tandem technical support to address the issue, however, no response was received. The was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.